Manufacturer narrative:
(B)(4). During additional investigation into the reported constant air in line alarms, information was obtained that may suggest a 12/04/15 aware date for this event.

Manufacturer narrative:
Manufacturer ref. No.: (B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump displayed the air in line message during therapy (medication, programmed amount, and delivery rate unknown). Shortly after the infusion was started, the pump alarmed for air in line and the nurse reported that no air was visible in the IV set. The nurse tapped the line and the alarm was mitigated and the infusion was resumed. Any patient involvement, injury or medical intervention is unknown.